Event description:
It was reported that fentanyl infused faster than expected on march 7, 2019, at approximately 10:27 am. The patient was receiving fentanyl (2500 mcg/50 ml) with an expected rate between 25-200 mcg/hr. The infusion was initiated on march 1 at 7:33 am. During a procedure at 10:19 am, the rate was increased for a short period of time, and then reduced. A new bag (2500 mcg/50 ml) was started at 10:27 am to infuse at 150 mcg/hr (3 ml/hr). At 10:27 am it was reported by the user that the rate spontaneously increased to 200 ml/hr and the bag infused in a short amount of time. A rate of 15 ml/hr may have occurred during kvo. The user stopped the infusion at approximately 10:52 am when the patient became hypotensive, and no sustained patient effects were reported. The module was removed and sent to biomed for evaluation. The pump module sn 14209162 was associated with the fentanyl infusion between (B)(6) 2019 at 07:33:17 until 3/7/19 at 13.04.40.

Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. The only observed anomalies were dull iui connectors and a broken iui bracket tab. The pcu event log shows pump module s/n (B)(4) was in use and infusing fentanyl palliative care only non-weight based dosing 2500mcg in 50ml (drugid 336) at a rate of 3ml/hr. At 9:59 am on 07 march 2019, the infusion was paused and then restarted at 10:02 am. At 10:19 am, the user changed the rate to 200ml/hr, which made the dose 10000mcg/hr. The user started the infusion and then selected yes to the guardrails warning ¿dose exceeds guardrails limit of 150mcg/hr. Proceed?¿ at 10:20 am, the primary infusion completed, and the device transitioned to kvo at the kvo rate of 15ml/hr. At 10:23 am, the user changed the vtbi to 5ml. The user started the infusion and then selected yes to the guardrails warning ¿dose exceeds guardrails limit of 150mcg/hr. Proceed?¿ at 10:24 am, the primary infusion completed, and the device transitioned to kvo at the kvo rate of 15ml/hr. At 10:25 am, the user changed the vtbi to 5ml. The user started the infusion and then selected yes to the guardrails warning ¿dose exceeds guardrails limit of 150mcg/hr. Proceed?¿ at 10:27 am, the primary infusion completed, and the device transitioned to kvo at the kvo rate of 15ml/hr. The user then changed the vtbi to 10ml. The user started the infusion and then selected yes to the guardrails warning ¿dose exceeds guardrails limit of 150mcg/hr. Proceed?¿ a few seconds later, the user changed the vtbi to 25ml. The user started the infusion and then selected yes to the guardrails warning ¿dose exceeds guardrails limit of 150mcg/hr. Proceed?¿ at 10:35 am, the primary infusion completed, and the device transitioned to kvo at the kvo rate of 15ml/hr. The user then changed the vtbi to 25ml. The user started the infusion and then selected yes to the guardrails warning ¿dose exceeds guardrails limit of 150mcg/hr. Proceed?¿ at 10:43 am, the primary infusion completed, and the device transitioned to kvo at the kvo rate of 15ml/hr. The user then changed the vtbi to 10ml. The user then changed the dose to 150mcg/hr, which made the rate 3ml/hr. The user started then started the infusion. At 10:48 am, the user paused the infusion. At 10:52 am, the user channeled the device off. The volume recorded as being infused during this period was 68.87ml. Functional testing found the returned device to be delivering fluid slightly out of specification on the low side when tested as received, however delivered within specification after the device was calibrated. The starting/ending volume of the fluid container cannot be determined through device logs. The root cause of the customer¿s report of an overinfusion was determined to be user programming.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that fentanyl infused faster than expected on (B)(6) 2019 around 10:27 am. The patient was receiving fentanyl (2500 mcg/50 ml) with an expected rate between 25-200 mcg/hr. The infusion was initiated on (B)(6) at 7:33 am. During a procedure at 10:19 am, the rate was increased for a short period of time, and then reduced. A new bag (2500 mcg/50 ml) was started at 10:27 am to infuse at 150 mcg/hr (3 ml/hr). At 10:27 am it was reported by the user that the rate spontaneously increased to 200 ml/hr and the bag infused in a short amount of time. A rate of 15 ml/hr may have occurred during kvo. The user stopped the infusion at approximately 10:52 am when the patient became hypotensive, and no sustained patient effects were reported. The module was removed and sent to biomed for evaluation. The pump module sn (B)(4) was associated with the fentanyl infusion between (B)(6) 2019 at 07:33:17 until (B)(6) 2019 at 13.04.40.